Event description:
During patient support, the bvs 5000 console went into "system failure" and "emergency system". A back-up console was used with no implact to the patient. The console will be examined.